Event description:
It was reported that the patient presented for an implant procedure. During the procedure, following two attempted deployments of the left bundle branch pacing (LBBP) lead, tissue was observed lodged in the helix, causing the helix to become sticky. After the tissue was removed, normal helix function was restored. Prior to reinsertion, examination of the LBBP lead revealed twisted insulation at the distal section, which also felt bumpy to the touch. The twisted insulation was visually confirmed. The LBBP lead was not used and replaced. No patient consequences were reported.